Event description:
It was reported that during the procedure, while deflating an unspecified catheter during deflation, the locking mechanism of a 20/30 priority pack indeflator inflation device was unable to be unlocked. The indeflator was switched out for another indeflator which was successfully used in completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.